Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. Customer that the system was unable to switch on. During the initial inspection, the mpdu controller was identified as the first-level suspected part. The service quotation was shared with the customer to resolve the issue, but the quotation was not accepted by the customer. Therefore, no service action was performed by the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.